Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported the implanted neurostimulator was not holding a charge and the issue began in the last couple weeks. Patient stated they charged the implant to 100% by 3pm yesterday and now the implant is empty. Patient mentioned they used to be able to go a day to a day and a half with a single charge of their implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 0%. Controller showed battery empty cannot provide stimulation recharger your implanted device and agent instructed patient to start a charge session; implant recharging with excellent quality. Agent reviewed with patient external equipment are functioning as intended and to continue charging their implant. Agent reviewed implant battery is dependent on therapy settings and usage. The rep was present with patient in the clinic. Rep states the patient is having to charge their ins every 12 hours, and yesterday they charged to 100% at 5:02 pm and now are down to 40% charge level. Rep states the patient has 4 programs set at 4.9 ma of continuous stimulation. The recharge diary shows an average of excellent charge coupling and shows one charge session to 70% and the rest are at 100%. Impedances and connectivity were checked and are normal with the correct reference electrodes of 4 and 7 (what is programmed). Rep states the average recharge interval states one day. Ts reviewed normal recharge intervals based on stim usage and impedances. Patient states this began in january. Additional information was received from the manufacturer representative (rep). Tech support was contacted during this patient meeting and they stated to me that there was nothing wrong with the battery life of the ins. That this was normal for the ins to deplete this quickly with the patients intensities. Impedances and connections were good. Cycling was turned on as an option to hold a charge for longer. Tech support stated this was normal use, therefore there was no cause. Issue was not resolved, but was told by tech support this was normal. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported the implanted neurostimulator was not holding a charge and the issue began in the last couple weeks. Patient stated they charged the implant to 100% by 3pm yesterday and now the implant is empty. Patient mentioned they used to be able to go a day to a day and a half with a single charge of their implant. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 0%. Controller showed battery empty cannot provide stimulation recharger your implanted device and agent instructed patient to start a charge session, implant recharging with excellent quality. Agent reviewed with patient external equipment are functioning as intended and to continue charging their implant. Agent reviewed implant battery is dependent on therapy settings and usage. The rep was present with patient in the clinic. Rep states the patient is having to charge their ins every 12 hours, and yesterday they charged to 100% at 5:02 pm and now are down to 40% charge level. Rep states the patient has 4 programs set at 4.9 ma of continuous stimulation. The recharge diary shows an average of excellent charge coupling and shows one charge session to 70% and the rest are at 100%. Impedances and connectivity were checked and are normal with the correct reference electrodes of 4 and 7 (what is programmed). Rep states the average recharge interval states one day. Ts reviewed normal recharge intervals based on stim usage and impedances. Patient states this began in january.